Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy. The target lesion was located in superficial femoral artery. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres for 10 seconds. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries were reported and the patient was in good condition post procedure.